Manufacturer narrative:
A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. The returned ipg was analyzed and the complaint was confirmed. The device would not be charged nor linked. It exhibited excessive sleep current, high temperature, and open battery internal resistance. The device system data log was uploaded using an external power source indicated that the device was normal prior to the surgery procedure, and the battery voltage depleted at once after the procedure. This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported that a plasma blade was used during the procedure and this is the probable cause of the reported complaint. Electrocautery can transfer destructive current into the dbs leads and/or stimulator. Physician manual 92093580-01.

Event description:
A report was received that on (B)(6) 2019, six days after an implant procedure the patient experienced a fever, however, there were no clear signs of infection. The patient was administered flucloxacilline antibiotics for 1 week, the fever reduced and there was a little puss outflow around the ipg site. (B)(6) 2019 the patient was administered another antibiotic treatment and the patient recovered. On (B)(6) 2019 a blister formed behind the right ear at the lead extension site. The physician incised the blister to release yellow pus and again administered flucloxacilline antibiotics. On (B)(6) 2019 the wound was dressed and by (B)(6) 2019, the blister healed. On (B)(6) 2019, one week after completing the antibiotics, swelling behind the right ear began again. On (B)(6) 2019 the patient underwent a procedure where the lead extensions were explanted from the right side and new lead extensions were implanted on the left side. After the physician connected the new leads to the ipg, impedances were not measurable, therefore, the ipg was also replaced. There are currently no signs of infection. The physician assessed the infection is patient related due to skin bacteria causing an infection and device related due to offering a basis for bacterial growth.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: nm-3138-55, serial #: (B)(4), description: 55cm 8 contact extension; model #: db-1140, serial #: (B)(4), description: vercise primary cell ipg. The explanted lead extensions were not returned to bsn as they were kept by the medical facility. It is indicated that the lead extensions will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that on (B)(6) 2019, six days after an implant procedure the patient experienced a fever, however, there were no clear signs of infection. The patient was administered flucloxacilline antibiotics for 1 week, the fever reduced and there was a little puss outflow around the ipg site. On (B)(6) 2019 the patient was administered another antibiotic treatment and the patient recovered. On (B)(6) 2019 a blister formed behind the right ear at the lead extension site. The physician incised the blister to release yellow pus and again administered flucloxacilline antibiotics. On (B)(6) 2019 the wound was dressed and by (B)(6) 2019, the blister healed. On (B)(6) 2019, one week after completing the antibiotics, swelling behind the right ear began again. On (B)(6) 2019 the patient underwent a procedure where the lead extensions were explanted from the right side and new lead extensions were implanted on the left side. After the physician connected the new leads to the ipg, impedances were not measurable, therefore, the ipg was also replaced. There are currently no signs of infection. The physician assessed the infection is patient related due to skin bacteria causing an infection and device related due to offering a basis for bacterial growth.